Event description:
It was reported that during a laparoscopic sigma procedure, the device could only be opened with application of excessive force, no further information is available. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Premature sled movement, buckled knife, damaged articulation link. The device was received for analysis with the anvil opened and the firing mechanism jammed. An ecr60b cartridge was received loaded on the device. The cartridge reload was received partially fired 1/16. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. No functional test could be performed due to the condition of the device. The device was disassembled to verify the integrity of the internal components and the knife was noted to be buckled. This is consistent with applying a high force to the firing trigger on a locked device. Additionally the articulation link was noted to be damaged causing the device not to articulate as intended. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications. The batch record was reviewed and no anomalies were noted during the manufacturing process.